Event description:
It was reported that deployment of the prostar xl sutures were attempted in a heavily calcified common femoral artery using the preclose technique before a core valve interventional procedure. The arteriotomy was a 9fr and during the interventional procedure the sheath was upsized to an 18fr sheath. Reportedly, when withdrawing the needles, during the pre-close technique, two sutures broke. A second prostar xl 10fr was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did confirm the reported suture break. The probable cause was determined to be incorrect technique as it was found that the coiled suture lumens were clamped prior to needle and suture deployment. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the prostar xl pvs system have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.